Event description:
The patient was treated for peripheral arterial disease on (B)(6) 2026 with the implant of four torus stent grafts. The patient presented emergently with leg pain. Computed tomography performed on (B)(6) 2026 due to one of the torus stents going down, which identified occlusion of the superficial femoral artery (sfa). The physician reported that the stent had migrated upwards and was now in the common femoral artery blocking the profunda, and the sfa was occluded. A follow-up on approximately 03 june 2026 noted the proximal right common femoral artery has 75-90% stenosis and 75-99% stenosis in the origin of the profunda femoris. Reintervention was performed on (B)(6) 2026. It was confirmed that the proximal torus stent graft (6.7x200) migrated and 3-4cm of it was in the common femoral artery (cfa), and the rest was pulled out of the sfa. During the open bypass procedure, the proximal torus stent graft was explanted, and it appeared to be pinched. Flow was restored and the patient was discharged one day post-procedure.

Manufacturer narrative:
The explanted torus psg was not returned for device evaluation. Though some images and photo of the explanted device have been provided, additional patient medical records and imaging studies have been requested and have not yet been received. A follow-up report will be submitted upon completion of the clinical assessment. H3 other text : explanted device not returned